Manufacturer narrative:
The pump was received with a button error alarm due to the moisture damage on the keypad traces. The pump had a cracked case at the display window corner.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she had been walking and had her pump against her skin. Customer stated that she may have gotten sweat on it. Customer's blood glucose was 199 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.